Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he had a problem with their pump and the battery was not lasting more than a couple days. Friday morning was changed and they were now getting replace battery alarms. The blood glucose was 11 mmol/l. Customer was stated the battery cap is not loose, cracked or damaged. This was the second occurrence of replace battery now without a low battery warning .the product will be returned for analysis.

Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Alarm history screen confirmed the low batt alarm triggered during pump therapy. Unit passed the displacement test, self test and active current measurement. Unit had high sleep current measurement due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage.